Event description:
It was reported that pacemaker dependent patient presented in clinic for follow up after experiencing wound-healing issues from a recent generator change-out procedure in (B)(6). The patient was hospitalized and diagnostic culture tests confirmed a systematic infection. The right ventricular lead and non-sjm pulse generator were explanted on (B)(6) and the patient was placed on temporary pacing support. The following day, the patient experienced a stroke due to procedural complications and was transferred to a different facility for treatment. On (B)(6), a new system was re-implanted.